Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a reversal of hartmans procedure, the firing trigger was engaged but the device did not deploy staples or cut through the plastic washer. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information in h10:

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: just for clarification, was any portion of the target tissue cut? Yes, the blade did cut, but the normal loud 'crunch' sound wasn't heard, the health care professional described a quieter 'weaker' crunch.